Event description:
Respiratory therapist was notified by the rn that the pt's oxygen saturation suddenly started dropiing. Respiratory therapist found a defective peep valve, it would not hold peep. The valve was replaced and the problem was corrected.